Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "flow rate deviation" customer statement: "there were problems in flow sensor, it wasn´t infusing correct amount of drug in the patient."